Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 76-years-old patient with a 7300tfx27 valve implanted in the mitral position underwent a valve-in-valve (viv) procedure after an implant duration of approximately seven (7) years and six (6) months due to mitral stenosis and grade I mitral insufficiency. A 29m transcatheter valve was implanted within the existing edwards surgical device successfully. The patient was noted as to be stable after the procedure.

Manufacturer narrative:
The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. In this case, a definitive root cause cannot be conclusively determined; however, patient factors including comorbidities likely caused or contributed.

Event description:
Edwards received notification that this 76-y-o patient with a 27mm magna ease valve implanted in the mitral position underwent a valve-in-valve (viv) procedure after an implant duration of seven (7) years and eight (8) months due to mitral stenosis and mitral insufficiency. Reportedly patient was cardiac decompensated. A 29m transcatheter valve was implanted within the existing edwards surgical device successfully. The patient was noted as to be stable after the procedure.